Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the image difficulty. The image contained static and was observed to flicker. The eval also revealed multiple non-olympus parts and repairs, including the distal end cover, bending section, bending cover glue, light guide tube, and electrical connector. Further, there was a leak from the biopsy channel and upward,downward control knobs. There was no evidence of fluid invasion found in the device during the eval, however, it is possible fluid may have been desiccated during the aeration process. The image difficulty was attributed to fluid invasion due to the two leaks, but use of non-olympus parts and service provider could not be ruled out as a contributing factor. The device was serviced and was returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy, the users lost the image halfway through the procedure. The procedure was completed using a different colonoscope. There was no pt injury reported.